Event description:
The customer reported that there was a speaker malfunction error; the device did not make an audible alarm during patient use. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.